Manufacturer narrative:
(B)(4). Date sent: 6/21/2023. Additional information was requested and the following was obtained: any difficulty with the device interoperative? We did not hear of any problems during use. Does the surgeon believe that there was an alleged deficiency with the device that may have caused or contributed to the patient outcome or were there other patient factors? Five b staples and one suspected malformed staple were identified when the patient underwent revision surgery. The surgeon was unable to determine the cause. What was the indication for initial surgical procedure in 2019? Open sigmoid colon resection".

Manufacturer narrative:
(B)(4). Date sent: 5/8/2023. B3: unknown; captured as awareness date. D4: batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: any difficulty with the device interoperative? Does the surgeon believe that there was an alleged deficiency with the device that may have caused or contributed to the patient outcome or were there other patient factors? What was the indication for initial surgical procedure in 2019? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after an open sigmoidectomy, the initial operation was performed in 2019. The patient came to the hospital because of the bloody urine. The patient was feeling the pain severely, so the MRI could not be performed. The surgeon thought it was a ureteral stone, but the stone could not be confirmed. Instead, something like staple was confirmed. The other day, open procedure was performed to remove the staple. The staple was piercing the urinary duct. Also, about 5 staples were confirmed around the urinary duct. The one piercing the urinary duct was formed in b shape, but the other staples were formed in lumbricoides shape. The patient has been discharged from the hospital. No further information is available.